Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had been having pulsatility index (pi) events. On (B)(6) 2025, after working out, the patient was experiencing nausea and dizziness and having low pi events. The patient seen on (B)(6) 2025 at the cardiac rehab following an exercise class and they had brief dizziness which resolved but no other symptoms. It was noted that the patient was about 1.5kg above baseline weight but did not feel fluid overloaded. Log files were sent for review. The event log did not capture any low flow alarms as it was overwritten by numerous pi events from 09oct2025 to 10oct2025. These events were considered routine. Otherwise, there were no other notable alarm conditions or parameter changes. Based on the data visible to us in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. The cause of the patient's nausea, dizziness and pi events was likely related to right ventricular (rv) function, fluid status and exercise. The patient had reduced exercise intensity, and this has reportedly helped. Plan to switch to none in-center hemodialysis (ihd) days if it reoccurs.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including renal dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 of the IFU, "system monitor", states that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Sections 1 and 4 of the IFU explain that if the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 1 further states that if another pi event is detected, the device drops to the low-speed limit again and then ramps back up. This cycle repeats as long as pi events are detected. No further information was provided. The manufacturer is closing the file on this event.